Event description:
The customer reported via the sales rep that during surgery the surgeon could not get the ceramic liner seated in the trident shell. The sales rep further reported that the unit would not lock into place and was very loose. The sales rep further stated that the surgery was completed using another unit. It was further reported that there was no adverse consequences.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.